Manufacturer narrative:
The date of event is exact. Section d information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown , product type: lead.

Event description:
Information received via a healthcare professional from a clinical study reported the patient had a post-operative infection at the lead/extension tract. Laboratory testing was conducted (B)(6) 2016. Medications were administered. The right side pulse generator (ipg) and extension lead of the right head was removed. The event resulted in in-patient hospitalization or prolongation of hospital stay. It was noted the patient had developed redness and the wound re-opened. The patient denied drainage, fever, redness along the lead, "include post uricularly." Etiology was reported to be related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2016.